Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient was admitted for sustained ventricular arrhythmia that required direct-current cardioversion or defibrillation. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported sustained ventricular arrhythmia that required direct-current cardioversion or defibrillation could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had experienced ventricular fibrillation (vf). The patient had this arrhythmia prior to left ventricular assist device (lvad) implantation. The patient felt fatigued easily and noted weight gain and oliguria due to the arrhythmia.